Event description:
Perclose closure device x 2 of same box and lot number failed to properly close vein. A rep was notified regarding the failure of these two devices to function. And they were sent with the rep. Rep to replace these defective perclose proglide devices. No harm was caused to the patient. Two (2) other perclose devices were used with good results. FDA safety report ID # (B)(4).